Event description:
Event description guidant received information that the patient with this pacemaker experienced a drop in his heart rate to 40 bpm. It was noted that the sensitivity, impedance and all other measurements were steady and within normal limits.